Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Concomitant medical products: associated item number 22-300820, item name arcos 20x150mm spl tpr dist ha, lot # 001210. Associated item number pt-104058, item name regen/rnglc+ solid 58mm sz 24, lot # 388510. Associated item number ep-105894, item name epoly rlc 36mm 10deg sz24, lot # 337970. Associated item number hip-arcos-proximal body, item name unk, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient was experiencing post-primary moderate groin pain, tolerable makes concessions to pain, some limitation of ordinary activity or work. May require occasional pain medicine stronger than aspirin. For walking maximum distance needs crutches or walker and have severe limp. Unable to use public transportation and with difficulty can tie shoes or wear socks. The oxford hip score also reported that the patient with extreme difficulty have been able to climb a flight of stairs, moderately painful to stand up from a chair, have been limping all the time, every time have been troubled by pain from hip in bed at night. Attempts have been made and no further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.